Event description:
This 52-yr-old female had bilateral augumentation mammoplasties performed in 1980 with insertion of gel implants. As these devices were not implanted at the reporting facility, the details of the devices are not known. Gross exam shows both implants were ruptured, and micro exam showed both capsules showed foreign body reaction.